Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated foreign material on set screw, a set screw with a rounded socket, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was attempted but not used during implant. It was noted that after inserting a lead into the header of the device, the right ventricular (rv) impedance read high, and the setscrew would not screw in completely. The device was explanted and replaced. No patient complications have been reported as a result of this event.